Event description:
It was reported that pump screen was dark and would not turn on, and that pump button was extremely difficult to press and often required multiple presses to activate the screen. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions to firmly press button while supporting pump, confirmed screen eventually turned on but difficulty persisted, agreed to continue using current pump as backup until replacement arrived, was instructed to put pump into storage mode and return it with prepaid label within 10 days, and understood the need to reenter pump settings and reconnect cgm on replacement pump while tandem technical support arranged pump replacement under warranty.